Manufacturer narrative:
The device has not been returned for evaluation and the device lot number was not made available. Root cause cannot be determined at this time.

Event description:
Information was received that a patient experienced massive hyperostosis, swelling, and pain at the caliber change. Additionally, a revision procedure was performed on an unknown date due to suspected chronic osteomyelitis.